Event description:
Hospital staff attempted to use defibrillator during a code. With defibrillator on and lead cable connected to ECG electrodes, the electrodes were connected to patient. No ECG signal was obtainable. The unit was considered to be malfunctioning and a replacement unit was brought in for use.the defibrillator was sent to the biomedical engineering department for evaluation. The ECG electrodes were not sent with the defibrillator. A spare set of ECG electrodes were found in a pouch on the side of the defibrillator. The electrodes were not stored in the foil pouch that is used to keep the electrodes in optimal ocndition. There is a possiblility of dry electrodes that would cause a poor signal or no signal. CPR stopped after 20 minute, patient expired.during the investigation the doctor concurred that the replacement defibrillator settings were not set before using. So it is felt that user error was a contributing factor.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.